Event description:
Customer called to report hospitalized dka. High bgs were treated with insulin drip. It was stated that the customer had high bgs and frequent vomiting all day prior to the call. The cannulas were bent at a ninety-degree angle and the customer states no alarm was heard. The recommended insertion method was discussed with the customer.